Manufacturer narrative:
The customer has been provided with a case number and a letter informing them that device can no longer be repaired at stryker's depot. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device was intermittently booting up to a white display or resetting itself while booting up. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to stryker. The reported issue were not verified or duplicated. Therefore, the root cause could not be determined. The device remains unrepaired with the customer.

Event description:
The customer contacted stryker to report that their device was intermittently booting up to a white display or resetting itself while booting up. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it was needed. There was no patient use associated with the reported event.